Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 (blower failure). Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, according to logs, alarm 240 (temperature of blower too high) and alarm 241 (temperature of blower high) triggered on (B)(6) 2023. Then the unit triggered alarm 316 (blower failure) on the next startup on the same day (B)(6) 2023. Vyaire asked the customer for providing the filter replacement record of this unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log file analysis tool was utilized. The blower was overheating due to lack of maintenance or filter exchange combined with not reacting on blower temperature alarms caused damage to the blower unit.